Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple messages indicating that cartridges could not be used were received by the customer. Customer's blood glucose level was 230 mg/dl. Although requested, customer declined to troubleshoot the issue.